Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus yel 24ga x 0.75in prn as the nurse went to puncture the catheter kinked, unable to continue the puncture. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse left the 24th intravenous needle for the child, the needle tip pierced the skin, found that the catheter retracted and bulged (catheter kinked, unable to continue the puncture, and then re-pierced after removing the indwelling needle. After review by the nurses, the puncture process was smooth, and the indwelling needle was newly opened and the human factors were destroyed. This product abnormality, although not causing serious damage to the patient, directly affects the success rate of the indwelling needle puncture and increases the patient's pain.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9078861. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the catheter of the returned device was peeled back; closer inspection of the catheter tip, needle tip, and the manufacturing process was unable to identify any abnormalities that could have resulted in this condition, and penetration tests performed on the retention samples for this lot were not able to replicate the event. Based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the bd pegasus yel 24ga x 0.75in prn as the nurse went to puncture the catheter kinked, unable to continue the puncture. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse left the 24th intravenous needle for the child, the needle tip pierced the skin, found that the catheter retracted and bulged (catheter kinked, unable to continue the puncture, and then re-pierced after removing the indwelling needle. After review by the nurses, the puncture process was smooth, and the indwelling needle was newly opened and the human factors were destroyed. This product abnormality, although not causing serious damage to the patient, directly affects the success rate of the indwelling needle puncture and increases the patient's pain.